Event description:
Hole in irrigation drape warmer discovered after the completion of the surgery. Possible unsterile irrigation throughout procedure, surgeon and infection control notified and aware.